Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, a 980 vent ilator entered backup ventilation with a related diagnostic code. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The service personnel (sp) inspected the ventilator and confirmed the reported issue in memory but could not duplicate. Due to error code, sp replaced breath delivery (bd) flow sensor. The ventilator has passed all tests, calibration and was returned to the customer. One bd flow sensor was received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. No fault found. Although the bd flow sensor was replaced in the field; the returned component bd flow sensor was analyzed and was testing satisfactorily. With the information available a likely cause could not determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation method, result and conclusion codes. Component code added. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, a 980 vent ilator entered backup ventilation with a related diagnostic code. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic representative inspected the device, found an associated diagnostic code and replaced the oxygen flow sensor. The likely cause of the event was isolated in the field to the oxygen flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. The oxygen flow sensor was returned to medtronic and is undergoing further analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional received as follows: the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Initial reporter and patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator entered backup ventilation with a related diagnostic code. Although the ventilator continued to ventilate the patient, the patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.